Event description:
The customer contact the patient received more normal saline than intended. The customer contact reported difficulty in regulating the flow of the normal saline via the tubing set. Subsequently, the patient received an unspecified bolus of normal saline. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.